Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 27, 2004, the patient contacted lifescan alleging that her one touch ultrasmart meter was reading inaccurately erratic. The senior medical affairs specialist mailed a letter since the patient could not be reached. The patient reported blood glucose results of 151mg/dl, 90mg/dl, and 88mg/dl with the lifescan meter, performed within 10 minutes of each other, in 2004. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient described feeling dizzy, shaky, and "went out" during the time of testing. Due to feeling hypoglycemic, she took glucose and decided to go to the hospital at 1:00pm. Upon her arrival at the ER, she had a blood glucose level of 100mg/dl. She was informed that with the amount of glucose taken and the amount of time elapsed; she had a blood glucose level of 38mg/dl, prior to coming to the hospital. No treatment was administered at the hospital. The customer service representative was unable to walk the patient through quality control testing, as she did not have test strips. The patient was also unable to comment on the condition of the test strips. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury. It would have been helpful to know her medication regimen, blood glucose results obtained earlier, amount of glucose taken, and condition of the test strips. Based on the unmet precision claim, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.